Event description:
It was reported that during device interrogation prior to a scheduled generator change, the device had an episode of inappropriate mode switch due to lead noise. The noise was not reproduced with isometrics. The physician chose to continue with the generator change using the existing lead. The device was explanted and replaced. The lead will be monitored for any future episodes of noise. Patient was stable prior, during and post procedure.